Event description:
A nurse reported a certas valve (ID 828800) was implanted on (B)(6) 2022 at setting 2. The patient came back 3 weeks later with headache. On (B)(6) 2022 the valve pressure was switched to pressure setting 6 on its own which was much different from initially intended pressure. Therefore, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID (B)(4)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The certas valve (ID 828800) was returned for evaluation. Device history record (DHR) - product code 82-8800 with lot 4961645, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects were noted. The valve was hydrated for minimum 24 hours no change in the valve setting was noted after the 24 hours. The valve passed the test for programming, occlusion, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation.